Manufacturer narrative:
Concomitant medical products: model: 407658, lead; implanted: (B)(6) 2009; model: fr995-23, tissue heart valve; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert, live call notification was completed to the patients clinic after receiving an alert notification. The clinic was notified that alerts had triggered regarding the right ventricular (rv) lead for "rv lead integrity" and "rv lead noise. The lead displayed increased sensing integrity counter (sic), high rate non-sustained events and oversensing noise which resulted in the patient receiving inappropriate therapy. A lead fracture was confirmed. The lead was partially removed and a new lead implanted. No further patient complications have been reported as a result of this event.